Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that their oral-b precision clean toothbrush heads were loose on the rotating toothbrush head and frequently fell off of their 15-year old rechargeable type 3709 oral-b toothbrush during use. No injury was reported.